Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter got raptured while flushing additional information received 09/13/2022. Did the catheter rupture happen internal or external of the patient? - external. Did the rupture cause the catheter to break into multiple pieces? - no. If the rupture was internal, were any pieces broken left inside the patient? Was a surgical procedure required to remove any pieces? - no. Was the patient hospitalized prior to the catheter rupture or did the rupture cause the patient to be hospitalized? - patient hospitalized prior to the catheter rupture for chemotherapy. What treatment did the patient receive after the rupture? - maneuvered the catheter was a new PICC placed? - no.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt catheter was returned for evaluation. An initial visual observation of the video showed the catheter in a patient¿s arm, secured with a statlock device on the suture wings of the connector. The catheter in the video was observed to leak from the catheter tubing between the assembled connector and the insertion site when flushed. No detail of the leak site could be seen in the returned video. Inspection of the returned video was insufficient to identify the root cause of the leak in the catheter; however, possible causes include over-pressurization, sharp instrument damage, and flexural fatigue. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that catheter got ruptured while flushing additional information received: did the catheter rupture happen internal or external of the patient? External. Did the rupture cause the catheter to break into multiple pieces? No. If the rupture was internal, were any pieces broken left inside the patient? Was a surgical procedure required to remove any pieces? No. Was the patient hospitalized prior to the catheter rupture or did the rupture cause the patient to be hospitalized? Patient hospitalized prior to the catheter rupture for chemotherapy. What treatment did the patient receive after the rupture? Maneuvered the catheter. Was a new PICC placed? No.